Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station power failed. The field service engineer (fse) checked all cords and cable connections and found that a faulty half height (hh) cubie drawer was preventing the station from powering up. The hh cubie drawer controller board was replaced, after which the unit powered up successfully and all drawers were accessible during testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es (B)(6) station had no power, and remote smart service (rss) was showing it as offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.